Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and noted that the male luer collar was cracked. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the vented solution sets collar was cracked. The crack was identified during infusion. Fluid and blood was reported to have leaked from the cracked collar. There was no report of patient injury or medical intervention associated with this event. No additional information is available.